Manufacturer narrative:
(B)(4). Visual evaluation: device photograph(s) for the device related to the reported event of rupture was reviewed on feb. 28, 2022. Visual analysis of the photographs identified:red particles on the surface of the shell. Opening extended. Device analysis performed through photographs, due to the impossibility to perform a further analysis it is not possible to determine the cause of the event. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Physician reported rupture on the right side. Device has been explanted and exchanged.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: underweight, opening and red particle in the shell. A microscopic analysis was performed which identify a sharp opening in the posterior . A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a opening sharp in the posterior side assessed as unidentified (tear) opening.

Event description:
Physician reported rupture on the right side. Device has been explanted and exchanged.

Event description:
Physician reported, rupture on the right side. Device has been explanted and exchanged.